Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event involved a male patient (born in (B)(6)) while in the intensive care unit during use. The doctor stated the syringe plunger did not move back when the syringe was connected to the 3 way stopcock. Since the physician suspected, a balloon defect, they removed the catheter after 12 hours of usage. As a result, they replaced it with a new arrow ah-05050-g without issue. The procedure went on as planned successfully. During a test afterwards, it was noted that the balloon was intact, but the problem was with the syringe plunger. There was no report of patient death, complications, injury or medical/surgical intervention was required. No delay or interruption in the therapy was noted. The patient outcome is no harm to the patient. An update received on (B)(4) 2014 stated the catheter was inserted through a port on the right jugular site. They used the same insertion site for the second catheter. It was confirmed that the patient outcome was no harm to the patient. It was noted that the balloon was inspected after removal. There was no leak or rupture detected.